Event description:
This complaint concerns an apparent flashback to the physician during a retinal procedure with the novus omni and the fiber delivery device. This customer's novus omni device is installed with two binocular viewing ports. Per the initial reporter, the customer was aware that one of their two binocular viewing ports had a defective eye safety filter (esf) at the time of the procedure in question, and the customer used the device anyway. The customer's clinical engineering was called to check the set-up. Customer's clinical engineering said the physician would be protected by the esf, but that the scrub tech, who planned to watch at an observation port, would not. Based on the analysis by the customer clinical engineering, the scrub tech wore laser goggles. When the physician operated the laser, actually the scrub tech was protected by the esf, and the physician was not protected by the esf; this situation led to the physician receiving an apparent flashback. Per the initial reporter, the physician had no symptoms, but planned to have his eyes checked after completing his cases for the day. Lumenis requested add'l details regarding status of the physician after the incident and medical intervention, if any. These details were not provided by the customer. Per the initial reporter, at the time of the incident, the programmed setting was 500 mw. The exposure was 2 seconds in duration per the user facility MDR. Add'l info from u/f report: (B)(4): during eye surgery, using coherent (lumenis) laser - filter did not function when fired and surgeon (not pt) received indirect 2 second 500 mw reflection.

Manufacturer narrative:
Device eval and root cause: the lumenis ce verified that the esf at the physician binocular viewing port was defective. Inadequate eye protection was used. Customer knew one esf had malfunction and used the device anyway. Results: customer attempted to mitigate the esf problem by having their clinical engineering check which esf had failed and make recommendations. However, the customer clinical engineer analysis and/or its implementation by the operating room staff resulted essentially. In an installation error or wrong device configuration as the functional esf was paired with the protective glasses (double protection) and the inoperative esf was not paired with the protective glasses (no protection). The customer has previously used a third party provider to service this novus omni. It is not possible to determine whether the service by the third party service provider contributed in any way to the incident. The novus omni operator manual states: troubleshooting guide: should a major malfunction occur, a coherent (lumenis) service rep must be contacted. The eye filter message will also illuminate of the eye filter is improperly connected or if the filter is not operating properly. Caution: use of controls or adjustments or performance of procedures other than those specified here in may result in hazardous laser radiation exposure. The customer ordered and received a new eye safety filter esf. The lumenis hooked up both esfs and system operation normal. System ready for use. System passed operational and safety checks. Based on the initial details, the incident was determined not to be MDR reportable. (B)(4). (B)(6).